Manufacturer narrative:
This is one event (cerebrovascular) for the same patient involving two separate products; associated MDR's # 1225714-2013-02180, 02181.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6), 2006 after the use of the product.